Manufacturer narrative:
The patient's precice nail was removed and the patient was implanted with a solid nail. To date, the patient is doing fine. The device involved in the alleged incident will not be returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and the device was released within specifications.

Event description:
It was reported that a patient's precice nail appeared to have had separated after reviewing x-ray results. The patient had already completed their lengthening treatment with precice.